Manufacturer narrative:
The tech found the top rail weldment was broken loose from the top rail and the top pivots were also broken and the top rail rivets were missing which prevented the siderail from latching. He replaced the top rail weldment, pivots and rivets to repair the stretcher.

Event description:
The account alleged, the siderail are falling apart.